Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently "stucking". Additionally, it was reported that the pump touch screen was unresponsive and intermittently timed out faster than expected. Customer¿s blood glucose level was 300 mg/dl at the time of report. The customer declined troubleshooting with tandem technical support, therefore, no additional information was provided.